Manufacturer narrative:
(B)(4). This issue was resolved through assistance provided by baxter medical information. No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided. Based on the customer report, this event was determined to be use error. The device IFU further specifies that product reuse can be unsafe because of the risk of cross infection, endotoxin reaction, and patient injury due to material failure and/or chemical reaction due to cleaning or sterilization agents. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the user's current process is to flush the repeater pump tube set with water in between their 3 daily rounds of methadone dispensing and further indicated that they only change the set weekly. Per the device instructions for use (IFU), this product should not be reused. Baxter medical information informed the reporter of this and referred them to the device IFU. There was no report of patient injury, adverse event, or medical intervention in relation to this event. No additional information was provided.